Event description:
Reference MDR #1219856-2014-00221 for the first event involving the same patient. It was reported on (B)(6) 2014 that the complaint was received directly from the hospital by teleflex (B)(6). The customer was unable to get a fiberoptix sensor (fos) signal. No further information provided. Additional information received on (B)(6) 2014 from teleflex (B)(6) stated that the event occurred on (B)(6) 2014 in the surgery theatre and in the recovery room. The event occurred three times with the same patient. There were no clinical consequences. Updated information was received on (B)(6) 2014 providing clarification for the events. The second iab was inserted and again the fos did not work. As a result, the iab was removed. The third iab is still on the patient and is functioning under ECG signal, but the fiber optic is not functioning. The device will be kept after disconnection ; disconnection date unk.

Manufacturer narrative:
(B)(4).